Event description:
It was reported by the patient that the pod's pink slide did not move forward. Indicating a needle mechanism failure. It was also reported that the pod's cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone17.2 cgm sensor type: g6.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. The device ran more than 200 pulses and completed an immediate bolus excluding the priming sequence. The pod was seen to function as intended. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The top housing was observed to be cracked. The timing and cause of the observed cracks could not be determined. Inspection of the pod data indicated that the observed housing damage did not effect pod functionality.